Event description:
The patient's condition preoperation was determined to be an mrs = 0. Post treatment, the patient's mrs = 5 and nihss = 24 (as of (B)(6) 2012). Shortly after the procedure, the patient's tici score = 1. On (B)(6) 2012, 5 days post-procedure, the vessel recanalized through natural process and ic-tpa and the patient's tici score = 3. The patient currently suffers from right hemiplegia, total aphasia and has an oral ingestion disability. The patient's mrs = 5 and they are fully bedridden.

Event description:
On (B)(6) 2012, the patient experienced cardiogenic cerebral infarction in the internal carotid artery. The penumbra system was used to aspirated the clot. There was no image from the c5 segment of the ica. The patient did not have tortuous vessels around the c5 segment. The psc054 was delivered with the radifocus guide wire 35. Then aspiration was started. A separator was used and advanced a little bit from the tip of the catheter because clot was not aspirated. In addition, the psc054 was advanced with aspiration carefully. The vessel did not have a remarkable curve. The physician checked image because only blood was aspirated. The image revealed a ccf (carotid cavernous fistula). The physician did not feel friction when the psc054 was advanced. A hyperform balloon was inflated to arrest a hemorrhage for 10 minutes. This was done twice. Then, the ccf disappeared. The physician stopped aspiration treatment. The patient had tici 1. The patient had hemiplegia caused by the aggravation of the cerebral infarction. The physician considered hemiplegia was not related to the ccf. This MDR is associated with mdr3005168196-2012-00240

Manufacturer narrative:
Conclusion: vessel injury is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. Then manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Devices discarded by hospital.